Manufacturer narrative:
Per tandem's user guide: "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of lower than 40 mg/dl. Reportedly, the customer disconnected at the t:lock. Tandem technical support (cts) educated the customer on not disconnecting at the t:lock. Customer consumed carbohydrates to address bg level. Cts performed a pump system check and verified the pump functioned as intended.